Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of shingles and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient was diagnosed with shingles. On an unknown date, the patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date in (B)(6) 2012, the patient was hospitalized for peritonitis. It was unknown whether a peritoneal effluent culture was performed. Treatment was not reported. On an unreported date in (B)(6) 2012, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: h11c20024. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.